Event description:
Procedure type: low anterior colon resection. According to the reporter: during an open low anterior colon resection, it was determined that only 2/3 - 3/4 of the staples had fired from the ceea stapler, although the entire circle was cut. Also, the inner "donut" specimen was stuck with deployed and partially deployed staples to the center post on the anvil. Bowel anastomosis was incomplete. Required add'l surgery time ( 1 1/2 hrs) to re-do low colon resection. Pt did well postoperatively but did develop an ileus. A PICC line was inserted on post-op day 6 for total parenteral nutrition. Pt did recover bowel function and was discharged to home on post-op day 10.